Event description:
As reported on (B) (6) 2008, this patient was implanted with gore excluder aaa endoprostheses. Computed tomography revealed there was also a large calcified area within the proximal neck. During the procedure, a large proximal type I endoleak was found and an aortic extender component was implanted to resolve the endoleak. The large calcified area within the proximal neck prevented the aortic extender component from achieving good wall apposition. The aortic extender was ballooned. However, this proved unsuccessful. It was then ballooned a second time and the calcified area penetrated the aorta. A hole in the aortic wall occurred. The patient was converted to open surgery. Post-operatively the patient was reported to be in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient pxc161400/lot#05045523 and pxa260300/lot#05153369